Event description:
It was reported that the patient was currently in the hospital because their gastroparesis just keeps attacking the patient. The caller said "this hospital does not know a thing about the stimulator/ they hydrate the patient and stabilize the patient and sent the patient home". It was noted that the caller did not know when the new gastroparesis started. The caller said "she is (B)(6) and literally spent the last year in the hospital". The caller reports a loss of therapeutic effect. The caller said last time they drove 2 hours and went to see healthcare provider, the healthcare provider said he left the machine (clinician programmer) at the other hospital and said " well I can't help you with that today". The caller was unhappy with current healthcare provider and wanted to find a new one. The caller also talked about another healthcare provider. The healthcare provider was the ¿guru of the stimulator¿. They would go and he would say "well what do you think we should do". Caller said "they would send us to the ER (emergency room) and the e.r. Would send us home". The caller states dissatisfaction with their healthcare provider service.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. (B)(4).